Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with sensor readings described as ¿high¿ over 400 mg/dl after a larger than usual meal announcement, followed by a successful sensor replacement and subsequent decline in glucose to 220 mg/dl and trending down. Symptoms included feeling tired without other acute effects. Outcomes included no alerts requiring external assistance beyond standard device notifications, no back-up therapy use, no ketone testing, no medical intervention, and no hospitalization. Investigation included review of customer-reported use, troubleshooting, and education regarding meal announcements and meal size entry. Investigation of this case revealed that the event aligned with incorrect meal size entry or meal announcement behavior rather than a device malfunction, and device function was confirmed through successful sensor change and recovery of glucose values. It was concluded, based on previously established findings for similar reports, that user-related factors associated with meal announcement and intake were the cause.